Event description:
Additional information: 3/25/2026: a catheter was found outside the body, which was thought to have remained in the body. It was stuck to the tire of the wheelchair.

Manufacturer narrative:
Our quality engineer inspected the sample and photograph submitted for evaluation. Your report that the catheter tubing separated from the adapter was confirmed based the photographs and returned 22g insyte autoguard IV catheter. The catheter tubing completely separated from the wedge and blue catheter adapter. No portion of the tubing was broken. The wedge remained seated within the blue catheter adapter. The separated tubing was reportedly found outside the insertion site and no removal surgery was reported. The tubing exhibited evidence of stretching. The inside and outside diameters of the wedge were within specification. The inside and outside diameters of the catheter tubing were within specification. It is possible that a combination of manufacturing or assembly damage in addition to pulling on the tubing were contributing factors of the reported event. The IV catheter was reportedly used without complications for at least one day and with one IV fluid bottle. A device history record review showed no nonconformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that three days ago, an IV line was established in the ward. Yesterday, (B)(6), at approximately 7:50 pm, the first IV fluid bottle was completed and replaced with a second one. Before starting the infusion, a flush was performed through the side port of the three-way stopcock, at which point a fluid leak was observed. Upon examining the catheter hub, it was discovered that the catheter was missing, suggesting that the iag-bc22g catheter remained inside the patient's body during use. Detailed serious injury: there is a possibility that a catheter may remain inside the body. Detailed medical intervention: there is a possibility that a catheter remains inside the body; an x-ray examination will be performed, and removal surgery may be necessary. Detailed other actions taken: there is a possibility that a catheter remains inside the body; further action may include x-ray examination followed by surgical removal (as of (B)(6) 2:00 pm, this is unconfirmed and awaiting the attending physician's decision). On (B)(6) 2026 - uncertain at this time if fragment of catheter remains in patient. Please ask customer patient outcome and if surgery was requested for retrieval of catheter fragment? Please note that the catheter portion remains inside the patient's body, and the removal surgery is expected to take place at a later date. (It is estimated that it will take 1-2 weeks to obtain the device.)